Manufacturer narrative:
Although multiple attempts for return of the device were requested, it was not returned for evaluation and analysis; therefore, the reported complaint could not be replicated or confirmed. Additional/updated information can be found in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser that reportedly shut off by itself during infusion on a patient. The staff replaced it with another pump and resumed the infusion. The most recent preventive maintenance of the device was on 17-feb-2023. There was no report of human harm associated with this complaint/event.